Manufacturer narrative:
Initial report ref natus complaint# (B)(4). Aurical can't turn on - otoair melted. The customer was advised to return the device for evaluation. The device was received for evaluation. Repair notes: ato replaced part no 8-35-33800 (B)(4). Unit fully tested at functional test. Auto calibration done. Final test passed. Visually inspected. Usb dongle replaced. Repaired device shipped 2/8/2022 ((B)(4)). 15 mar 2022: questionnaire has been sent to technical service. Further review and investigation to be carried out.

Event description:
Aurical can't turn on - otoair melted. The customer was advised to return the device for evaluation. No injuries reported.

Manufacturer narrative:
28 nov 2022 - follow up report 002 ref natus complaint# (B)(4). (UDI) unique device identification number is not applicable for this part.

Event description:
Aurical can't turn on - otoair melted. The customer was advised to return the device for evaluation. No injuries reported.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Install date: 25 feb 2013. Repair notes: -ato replaced part no 8-35-33800 sn (B)(6). -unit fully tested at functional test. -auto calibration done. -final test passed. -visually inspected. -usb dongle replaced. Failure confirmed: yes. Problem code: main board defective. Closure rationale: complaint verified, being tracked as a trend. The current risk file 1081 aurical aud & madsen a450 - risk analysis - doc-049635 rev 04. Hazard ID 5.16 identifies this issue. Harm - delay in use of the system or treatment. Cause- system looses connection with otosuite/pc due to a hardware failure. Severity- negligible (0). Risk level- minor (0). A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Capa004844 was opened to address this failure mode. Based on the risk evaluation which determined the overall risk to be minor and the age of the associated devices which has shown to be beyond the specified product lifetime of the aurical aud device, it was recommended that the CAPA was closed with no corrective/preventive actions. Complaints with similar symptom/failure mode will be monitored and processed as per (B)(4) complaint handling procedure. Recommended actions: no recommended actions now. If a major redesign of the device hardware done in the future, it is recommended to replace the present isolated voltage regulators, u17 and u20 with a type with lower idle power consumption.

Event description:
Aurical can't turn on - otoair melted. The customer was advised to return the device for evaluation. No injuries reported.